Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of an ultrasound-guided breast biopsy into a normal density tissue, the device allegedly self-activated after the second slide was primed and outside of the patient. Reportedly, both slides were able to prime and was dry-fired outside of the patient. It was further reported that the procedure was completed with another device and no coaxial was used. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation, the top slide was unable to be locked into the primed position. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the spring. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for failure to prime of the cannula. The investigation is inconclusive for the reported self-activation, as functional evaluation could not be completed due to the identified failure to prime. The bent bumper likely contributed to the incomplete cannula tang engagement and the reported/identified failure modes. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during preparation of an ultrasound-guided breast biopsy into a normal density tissue, the device allegedly self-activated after the second slide was primed and outside of the patient. Reportedly, both slides were able to prime and was dry-fired outside of the patient. It was further reported that the procedure was completed with another device and no coaxial was used. There was no patient contact.